Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving two replace battery now alarm without receiving a low battery alert prior. Customer's blood glucose was 202 mg/dl. Customer also reported that battery longevity was very short and customer awoke with insulin pump shut off after 36 hours of battery replacement. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.